Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse cleaned the ports on the mono pump and rotary valve. The cse inspected the x-seal, pogo pins, and tubing, and adjusted the pump rate because it was running high. The cse ran quality controls (qc), resulting within range. The customer ran qc and there were issues with other analytes. The customer then ran new qc, and results were acceptable. The cse replaced the battery in the reagent management system uninterruptible power source, and ran a system check which passed. The cause of the discordant, falsely elevated sodium and chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension rxl max with hm instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.